Event description:
It was reported that an unknown patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. After two hours from the procedure the patient¿s blood pressure decreased at the stage of hemostasis, and effusion was confirmed by echocardiography. The patient recovered with drainage and is followed up at critical care unit (ccu). Atrial septal puncture was performed by rf needle. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting: ablation was conducted by 30 w, 35 w, and 50 w, the flow rate was 15 m l. Low flow 2 ml. The physician's opinions on the relationship between the event and the product: there is no the relationship with the product. Since the drained blood was venous blood, there is a possibility that wound was created when chemical ablation was performed inside the coronary sinus. No abnormalities were observed prior to or during use of the product. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
(B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30830089l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-oct-2022, bwi received additional information regarding the event. The patient outcome of the adverse event is fully recovered. Force visualization features used were: real time graph; dashboard; vector; visitag. Tag index color option was used prospectively. Further information was received on 4-nov-2022, indicating the following: the patient did not require extended hospitalization because of the adverse event. There were no relevant tests, labs, or patient history. A smartablate generator was used. An rf needle was used. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Parameters for stability used with visitag were 3mm, 3 sec, fot 3g 25%.tag index additional filter was used with the visitag. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).